Event description:
On (B)(6) 2013 the reporter contacted animas to report an issue with the pump, and that he was unable to deliver ¿extra¿ insulin via the pump. No further details were provided. There was no reported patient injury associated with this issue. The technical service representative contacted the patient to obtain information and to troubleshoot the pump, however was unable to reach him by telephone. The issue was not resolved.

Manufacturer narrative:
Follow-up #1: date of submission 09/01/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/10/2015 with the following findings: the pump¿s black box data from the time of the alleged issue has been overwritten due to continued use of the pump. The current data showed no alarms relevant to the complaint. The pump was exercised for 24 hours with no unusual issues or alarms occurring. All of the keypad buttons responded appropriately to button presses. The alleged issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.